Event description:
It was reported pre-operatively that the device was sent in for exchange due to the bearings being dislodged or worn out. There was no patient involvement.

Manufacturer narrative:
H3) the attachment had been returned to the manufacturer for analysis. Analysis has not been completed yet, so codes b21, c21, and d16 are applicable. H6) multiple annex a codes were applied to capture this event. A0501 captures the "dislodged" allegation while a1234 captures the "worn" allegation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.